Event description:
It was reported that the customer received excessive no delivery alarms. Customer reported having blood glucose levels in the 300mg/dl range. The customer treated with manual injection. Customer's blood glucose level at the time of the call 139mg/dl. Troubleshooting occurred. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)